Manufacturer narrative:
(B)(4). D10- medical product. Tibia cemented 5 degree stemmed right size d. Item# 42532006702, lot# 64836083. Articular surface (mc) right 12 mm height, item# 42522100412, lot# 64808502. All poly pat ve 29 mm dia, item# 42540200029, lot# 64765398. G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.

Event description:
It was reported that a patient was revised due to loosening. Attempts to obtain additional information have been made; however, no more information is available at this time.